Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer auxiliary 6 failed to stay closed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the open/closed sensor was cut, and the mounting latch screws broke off at the heads, causing the entire latch to fall off. A field service engineer resecured the latch assembly with a screw and replaced the sensor to resolve. Afterwards, components were reassembled and tested the user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed to stay closed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to the patient. As per part investigation, it was identified that there was a completely severed power cable from the assy latch snsr home dwr 2u. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter facility name section g manufacturing location. The report of the medstation es aux 7dr; the drawer failure was confirmed during the fse testing. According to the fse (wo 01879025), auxiliary drawer six could not be recovered and would not remain closed. A severed open/closed sensor and broken latch screws were found. The latch was resecured, the sensor replaced, and the unit passed testing without issues. Laboratory inspection confirmed that the assy latch snsr home dwr 2u (p/n 352047-01) received showed physical damage, specifically a sensor power cable that was found to be completely severed. Further investigation was not required, as the cause was identified during the visual inspection; the investigation is now closed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a completely severed power cable from the assy latch snsr home dwr 2u.